Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery 3 times during bolus attempts. The blood glucose reading was 184 mg/dl. After troubleshooting, the customer was advised that the issue was likely due to an insertion site issue. He reported that he went to bolus and the insulin pump gave a partial delivery. The customer declined troubleshooting for the issue and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a scratched case, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.